Event description:
The customer reported vertical lift of c-arm not functioning correctly.

Manufacturer narrative:
The service rep replaced ps3 power supply for the lift motor. Verified operation, system operating as intended.